Event description:
The manufacturer received information alleging a ventilator was displaying a low oxygen alarm. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.